Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the right ventricular (rv) lead could not be confirmed by analysis. Moreover, the lead passed electrical testing. Also, the lead's tip and helix appeared to be intact and undamaged. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information indicates that the allegation against this right ventricular (rv) lead could not be confirmed by analysis. This rv lead passed electrical testing. Further, the lead's tip and helix appeared intact and undamaged. No change in MDR decision and rationale. No adverse patient effects were reported. Boston scientific received information that the right ventricular (rv) lead had micro-dislodgement. R waves were then noted to have reduced. This rv lead was then explanted. No additional adverse patient effects were reported.